Manufacturer narrative:
Additional information received on (B)(6) 2020 that the event occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found no evidence of reported problem. Visual inspection, occlusion and cassette detection testing were performed. The customer's reported problem was not duplicated. According to the investigation, alarming message "no disposable, clamp tubing" was detected during cassette detection test. According to the investigation, although the reported problem was not duplicated, a continuous double beep was detected. Service replaced the pump downstream sensor for preventive maintenance.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited no alarm at cassette removal. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.